Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had an unexpected restart alarm and a insulin pump error. Blood glucose value was 350 mg/dl at the time of the incident. Troubleshooting was performed but was unable to clear the alarm. The device will be replaced and returned.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rf processor failed self test noted. Device properly connected to the glucose sensor simulator. No communication anomalies noted. The motor was tested outside of device and passed. (B)(4).